Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The infection rate seen (60 worldwide incidents out of estimated 140,000+ procedures performed to date) is approximately 0.043% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient developed bilateral infections with small amounts of serous drainage 8 weeks post miradry treatment. Antibiotic (keflex 500mg qid for 7 days) was prescribed.